Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation with a crown. Visual inspection of the as returned product identified signs of use, dried bone and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured and was verified to match print specifications. The reported device was located on tooth # 20 and was implanted for 5 years 9 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The reported device was returned and the reported complaint could not be verified as the device did not malfunction, pictures or x-rays were not provided by the customer and medical events are non-verifiable events. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the patient has peri-implantitis. As a result of the event the patient was said to have tenderness.